Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the ER due to an elevate blood glucose (bg) level of 360 mg/dl; cause was unknown. Customer addressed bg level by administering a manual injection. Upon leaving the ER, customers bg level was 176 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.